Event description:
It was reported that the patient experienced phrenic nerve stimulation during device therapy upgrade upon connecting this left ventricular (lv) lead to the device which could not be resolved through reprogramming with no other suitable vessels. This lv lead was replaced with a different model in the left bundle branch placement and will be returned for analysis. No additional adverse patient effects were reported.